Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2019 and no other similar event has been reported, neither concerning trend has been identified. Through follow-up communication, it can be highlighted that the device is cleaned regularly according to the instruction for use. Moreover, the device is placed inside the operating room, with the fan positioned opposite to the patient at an estimated distance of 2 meters from the surgery field. In addition, the hospital user does not use reusable heating blankets for the patient. Moreover, a disposable pall-aquasafe water filter with an 0.2 m membrane used for tap water or equivalent performance filter is used, the h2o2 is checked every day and when the device is not used, it is stored drained. No patient reusable heating blankets are used by the hospital and the 3t aerosol collection set is replaced after the allowed use period. The root cause of the reported contamination could not be determined. Livanova has implemented a strategy to progressively decrease the probability of bacteria growth in the hc device by applying multiple measures implemented over the past few years through dedicated and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was contaminated by mycobacteria avium chimaera to sampling collected on (B)(6) 2023 before and after cleaning in cardioplegia and patient circuit. There is no patient involvement. The customer required dd procedure.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in italy. Livanova initiated and investigation if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.